Event description:
The patient contacted animas alleging low blood glucose (bg) readings as a result of the insulin on board (iob) feature not being turned on. The patient reported having low bgs as low as 41 mg/dl after replacement pump was programmed. The patient claimed she would treat for the low bgs and confirmed her bg would respond. The patient claimed animas customer support assisted her with programming the replacement pump, but she did not recall going through all the screens and enabling the iob feature. The patient stated that she became aware of the issue when she went to see her diabetes educator and her diabetes educator informed her that her low bg drops were due to the iob feature not being turned on. This complaint is being reported because the patient developed signs/symptoms of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and is no longer available for investigation.